Manufacturer narrative:
This is one of two manufacturing reports being submitted for this case. Please reference related manufacturer report. A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the engineering summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided, revealing sheath liner delamination and altered balloon profile, due to residual fluid. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered balloon profile, damaged sheath, and/or damaged guidewire. In this case, resistance/difficulty withdrawing system through sheath, leading to additional surgery was confirmed based on provided imagery. Available information suggests procedural factors (altered balloon profile, damaged sheath) likely contributed to the event as imaging evaluation showed the presence of sheath liner delamination and altered balloon profile due to residual fluid. Withdrawal of an inflation balloon that has had its profile altered (such as containing residual inflation fluid from thv deployment) can cause additional resistance during withdrawal, as the larger profile may interact with vasculature or the sheath. Additionally, if the sheath is damaged due to high insertion forces or other factors, damage on the sheath may cause further resistance as the delivery system is withdrawn into it. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
A supplemental MDR is being submitted, due to administrative review revealing more appropriate coding for the event. B4, g3, g6, and h2 have been updated. H6: health effect - clinical has been corrected.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure, after successful deployment of 29mm sapien 3 ultra resilia valve (s3ur) 29mm, the commander balloon was fully deflated, and the commander was retracted into the descending aorta in standard fashion for valve assessment. Post successful valve assessment, the physicians began to remove the commander through the 16 fr esheath+. As the physicians retracted the commander, they noted resistance and paused to observe the possible reason under fluoroscopy. Under fluoroscopy, it was noted that the esheath+ was split at the distal end of the sheath and that the distal radiopaque marker had either partially or fully detached. Vascular surgeons were consulted to remove the esheath+. The vascular surgeons used large scissors to cut off the handle of the commander and also cut off the proximal partially expandable portion of the esheath+. Next, a 24fr non-edwards sheath was advanced over the commander and esheath+ 'sheathing' the split esheath+. The sheathed commander and esheath+ were then removed in unison and the radiopaque marker came with the sheath until it separated from the sheath at the femoral head, at which point it was successfully removed with kelly clamps. The patient was stable post-procedure.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-07253.